Event description:
Returned goods investigation has been completed. As received, the graft cover was slightly retracted. The detached component of the slide ring was not returned for analysis. Dimensional analysis of the remaining half of the slide ring indicated that the component was in specification. The cause of the detachment of half of the slide ring cannot be determined without return of the detached component.

Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unk. It was reported that, as the stent graft was being deployed, a pop was heard and the slide ring broke. Half of the slide ring came off the delivery catheter and the other half was still attached. The device was removed from the pt without complications and another stent graft of the same size was inserted and deployed successfully. No clinical sequelae were reported and the pt is reported to be fine. The delivery catheter has been received and its analysis is pending.